Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they were hospitalized for high blood glucose in the 400 mg/dl range on (B)(6) 2014. Customer stated her pancreas had failed and her blood glucose was to high. Customer had surgery prior to the hospitalization in (B)(6) 2014 for cancer. The customer was unsure if they were wearing the insulin pump during the hospitalization. The customer was treated with an IV drip. The customer is not returning the device for analysis.